Manufacturer narrative:
H3: the solitaire fr4-4-40-10 stent device was returned for analysis. The reported phenom 21 catheter was not returned with the stent. The solitaire fr4-4-40-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends or kinks were found on the pushwire, and no other anomalies were found. The solitaire fr4-4-40-10 stent was tested for resistance using an in-house phenom 21 catheter with an inner diameter (ID) of 0.021 inches without issues. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as no issues were encountered while testing the returned solitaire fr4-4-40-10 stent, and no damages were noted on the device. However, the root cause of the resistance failure could not be determined. Possible causes could include vessel tortuosity, an incompatible or damaged catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, the reported phenom 21 catheter was compatible with the solitaire stent as it had a labeled inner diameter (ID) of 0.021 inches, ruling out an incompatible catheter as a potential cause. The customer also indicated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a potential cause. Thus, vessel tortuosity, a damaged catheter, or a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance issue. Since the reported phenom 21 catheter was not returned, any contributing factors to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was a defect on march 30th. Delivery was difficult, so the professor tried again, but it did not work, so he treated it with a different product. The cause of the solitaire resistance was unknown. A continuous saline flush administered and maintained as indicated in the IFU. This information was confirmed with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke using a solitaire x stent, the stent could not be placed within the vascular lesion in the right m1 location. There was resistance encountered during the delivery in the distal section of the catheter. The procedure was completed using another solitaire x stent. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.